Event description:
The facility reported a pump with an unknown issue. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summarythe reported condition of an unknown issue was confirmed as due to failure code 703:00 in the pump's event history file during product evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.